Event description:
Caller reported a malfunction on the pump with the code malf 16. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, but the malfunction recurred. Technical support decided to replace the pump and informed the caller that a replacement pump with updated software would be sent. No backup therapy was available, so the customer planned to consult their healthcare provider. Caller was given instructions regarding pump storage and return, which they acknowledged and understood. Replacement pump was sent and tracking information was provided after correcting an initially invalid email notification.